Event description:
Spacelabs received a report that a bedside monitor disappeared from a central station display. The central station did not alert the user to this condition. After the bedside monitor's ac power was turned off then on the bedside display reappeared at the central station.

Manufacturer narrative:
Spacelabs investigation into this matter is on-going. The equipment is still in use at the hospital. No one has been injured as a result of this alleged malfunction. We will provide a supplemental report once our investigation is complete.